Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. If the device is returned, or if additional information is received, then a supplemental emdr will be submitted containing the pertinent information.

Event description:
The event occurred on an unspecified date and involved a chemosafelock bag spike where occlusion was reported. There was unknown patient involvement and unknown patient harm. This captures 5 of 6 occurrences.